Event description:
My dexcom g6 sensor continues to fail and dexcom refuses to send more than the three allowed good faith replacements when their product fails. Their sensor is a key factor in my diabetes management. I use it 24/7. If it fails, I should be allowed a replacement. It's an extremely important medical device. How are they legally allowed to withhold this from patients?